Manufacturer narrative:
Product performance engineering reviewed the incident information. The material separation was unable to be confirmed as the necessary components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally a review of the complaint handling system was performed and found no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue and subsequent treatment could not be determined. In this case, it is possible there a suture snag occurred during deployment of the suture, or excess suture tensioning, or pushing more that tensioning of the rail limb occurred during knot advancement; however, these cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.